Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited gradually increasing impedance measurements. A lead fracture was suspected. Surgical intervention was performed and the lead was surgically abandoned. No additional adverse patient effects were reported.